Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with battery depletion and the insulin gauge fill estimate. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further clarification regarding the issues and provide assistance; however, no additional information could be obtained.